Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose was 94 mg/dl. The customer stated that the air bubbles is on reservoir and approximately size of air bubbles is 1/8 an inch in diameter. The customer was unable to complete the troubleshooting stated tht she will fill her next reservoir on her own.